Event description:
The MFR received info of an everflo concentrator that allegedly had no flow while being used with a ventilator. The pt's blood oxygen level decreased and the pt was hospitalized as a result of the alleged malfunction.

Manufacturer narrative:
The device was evaluated by the MFR and it was found that the internal microdisk tubing was disconnected causing a no flow event. It is unk how the microdisk tubing became disconnected. The device will alarm with this type of malfunction. The microdisk tubing was reconnected and the device passed all testing.